Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the investigation, no deficiency for lot number 45380be00 was identified.

Event description:
The customer stated that a false nonreactive architect anti-hcv result was generated for a patient sample (ID (B)(4)) that retested reactive on (B)(6) 2023. No specific values were available. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.